Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. Pairing test/download was performed and passed. A review of the share log was performed and early sensor expiration was found within the investigation window. The allegation was confirmed. The probable cause was determined to be counts aberration via data. No injury or medical intervention was reported. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 that the patient experienced receiving an early sensor expiration notice. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.